Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the complaint. The device shows signs of inappropriate impaction. The root cause is being attributed to a misuse and heavy usage. A two year complaint database search found similar issues of the trail engaging to the stem trial. The date code mt0308 indicates the instrument was manufactured in march of 2008. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The neck would not tighten up properly to the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.